Manufacturer narrative:
Film evaluation results are: the cause of the possible endurant type iii fabric endoleak seen during the recent angiogram, likely leading to the aneurysm expansion, could not be determined from the films provided. The source of the endoleak appeared to be coming from the contra limb side of the bifurcate near the level of the flow divider; however, analysis of the returned angio¿s did not reveal any stent graft characteristics or acute angulation that could explain the cause of the endoleak. The anatomy at implant is unknown, and the follow-up CT¿s provided were non-contrast thereby not allowing for assessment of any endoleak via earlier CT¿s. Ivus images which reportedly confirmed the type iii fabric endoleak were also not available for review. Abrasion from the underlying contra limb proximal/external stent abrading the bifurcate could not be ruled out. It is unknown if implanting the talent thoracic cuff within the bifurcate (off label usage) may have contributed to the endoleak.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three years and six months post index procedure a CT revealed that the aneurysm sac had enlarged. Approximately three years and ten months post index procedure an angiogram revealed aortic remodeling. Additionally, the angiogram revealed a type iii fabric endoleak originating from the gate of the endurant bifurcate stent graft contralateral limb. An intravascular ultrasound verified the type iii fabric endoleak. The physician elected to implant two additional stent graft limbs bilaterally and approximately 3 cm above the flow divider of the endurant bifurcate stent graft. The endoleak was resolved and the procedure was completed. Per the physician, the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.